Event description:
It was reported this filter did not appear to open completely following deployment via a jugular approach. Manipulation of the filter with a dilator and a "j" tip style guidewire was unsuccessful in achieving a complete opening. Another filter was then deployed via a jugular approach, which also did not appear to open completely. Manipulation attempts were again unsuccessful in achieving a complete opening. The physician feels the pt is protected and a third filter was not placed. This device remains implanted. Therefore, no failure analysis will be available. F/u indicated continual flushing of the carrier system during the implant procedure was not performed which co believes may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use: "do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent 'pe'... The introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure... Insufficient flushing can allow thrombus formation inside the titanium greenfield vena cava filter which can bind the legs and prevent complete opening upon release... Same case as MFR report# 6000036-2000-00076.